Event description:
Iridex received a report that a physician had two patients experience hypotony associated with use of the iridex cyclo g6. The physician also stated he did not know exactly when the hypotony occurred. Attempts to collect additional information were unsuccessful.